Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient reported that the their battery was replaced in (B)(6) 2017. Patient developed chemical pneumonia while being hospitalized, patient was then sent to a facility for care and rehabilitation. It was at the facility that the erosion at the implant site in the patient's chest occurred to the outside where the doctor could see it. The doctor reached out to the neurosurgeon who insisted for patient to return to hospital for surgery to fix the problem. On (B)(6) 2018, the surgeon removed the battery, disinfected it and replaced it in another pocket of the patient's chest , with hopes that this would take care of the problem. On (B)(6) 2018, the incision site began showing signs of erosion . Over the next few days on (B)(6), more erosion was beginning to develop. On (B)(6) more erosion was evident, and by (B)(6), erosion was so bad the battery was beginning to show on the left side of the incision and it got worse on (B)(6). The ins was ultimately removed , so the patient is relying only on their sinamet medication for relief from major tremors. The surgeon has informed the patient's family that it would take until the end of summer to ascertain whether the patient is a candidate for re-implantation of the battery in another section of the chest. There is a possibility that the patient won't be able to have the re-implantation at all. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Date of the event (B)(6) 2017 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was sick in (B)(6) 2017 and entered a long term care facility. It was also reported that the last week of (B)(6) 2017, patient developed a hole in the chest at the site of the ins incision, the health care professional (hcp) removed the ins cleaned ,disinfected it and implanted back into the patient in the first week of (B)(6) 2018. It was reported that three weeks ago the patient's skin was eroded and you could see the ins, it was also stated that the hcp told the caller that the incision was not infected but patient body may be rejecting the implant, and the caller wanted to know if there were other cases like this. It was also stated that the hcp did not want to operate on the patient because the patient was not well, patient had 4th stage of parkinson's, tracheostomy and a peg tube, the hcp did not want to put the patient through surgery. The caller stated they were concerned the patient had a hole in their chest. Patient was redirected to follow up with the hcp as the concerns were medical in nature. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.